Event description:
The consumer reported receiving a burn to her right breast from the heating pad. She stated feeling a "pinch" and it has resulted in a scar. The incident was not reported for three months and she did not seek medical attention at any point. Events of this nature are caused by placing the heating pad between the body and an external surface.